Manufacturer narrative:
A review of the customer supplied photographs confirmed a leak at the photoplate inlet port. The root cause for a leak of this nature is considered human error during the tube bonding process. Corrective actions to address the effects of differing solvent bond methods has been initiated. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot c736 was performed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories photoactivation module leak and blood pump error alarm. No trends were detected. A corrective and preventive action was initiated for complaint category blood pump error alarm and is now closed. Evaluation of the returned photographs is still in progress at the time of this report. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
An off-line call capture form was received stating: "during treatment under there was a pump equipment error and then leak blood was present in the photoactivation plate." The blood was returned to the patient. The patients' condition was reported as good. Photographs were returned for investigation.